Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to the customer's site. The stm arrived on site attached trainer to the unit and found arterial wave present. The stm entered advanced diagnostic screen and used the customer's blood pressure (bp) cable for the fiber optic test to verify the bp cable was working. The stm found that the waveform was present and the cable was functioning. The stm was unable to reproduce the issue. The stm reviewed the event log fault errors and reloaded software due to code 55. The fse then performed all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported that during setup on a patient, the cardiosave intra-aortic balloon pump (iabp) experienced an arterial waveform issue. The customer was provided a loaner iabp until service could arrive to diagnose the issue. No adverse event was reported.